Manufacturer narrative:
At this time the physician and patient have elected not to replace the device. This investigation will be updated should further information become available.

Event description:
Boston scientific received information that a request was made to turn the tachy therapy for this implantable cardioverter defibrillator (ICD) off as the patient was entering hospice care. The field representative turned the tachy therapy off and then observed that this ICD recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported.